Event description:
User receiving erratic results on multiple assays. Approximately 107 patient samples involved, eight specific examples of discrepant results were provided. Initial t3 total result 265 pmol/l, repeat 193.8 pmol/l. Erroneous results were reported, the laboratory did not receive report of any problems associated with erroneous/corrected results. It was determined the cause was a clogged measuring cell and a liquid flow clean performed by the user resolved the issue.

Event description:
User receiving erratic results on multiple assays. Approximately 107 patient samples involved, eight specific examples of discrepant results were provided. Initial t4 result 8.45 pmol/l, repeat 6.02 pmol/l. Erroneous results were reported, the laboratory did not receive report of any problems associated with erroneous/corrected results. It was determined the cause was a clogged measuring cell and a liquid flow clean performed by the user resolved the issue.

Event description:
User receiving erratic results on multiple assays. Approximately 107 patient samples involved, eight specific examples of discrepant results were provided. Initial free t4 result 2.02 pmol/l, repeat 1.39 pmol/l. Erroneous results were reported, the laboratory did not receive report of any problems associated with erroneous/corrected results. It was determined the cause was a clogged measuring cell and a liquid flow clean performed by the user resolved the issue.

Event description:
User receiving erratic results on multiple assays. Approximately 107 patient samples involved, eight specific examples of discrepant results were provided. Initial t3 total result 180.7 pmol/l, repeat 121.7 pmol/l. Erroneous results were reported, the laboratory did not receive report of any problems associated with erroneous/corrected results. It was determined the cause was a clogged measuring cell and a liquid flow clean performed by the user resolved the issue.

Event description:
User receiving erratic results on multiple assays. Approximately 107 patient samples involved, eight specific examples of discrepant results were provided. Initial free t4 result 2.06 pmol/l, repeat 1.52 pmol/l; initial ferritin result 27.21 ng/ml, repeat 43.5 ng/ml. Erroneous results were reported, the laboratory did not receive report of any problems associated with erroneous/corrected results. It was determined the cause was a clogged measuring cell and a liquid flow clean performed by the user resolved the issue.

Event description:
User receiving erratic results on multiple assays. Approximately 107 patient samples involved, eight specific examples of discrepant results were provided. Initial t4 result 8.03 pmol/l, repeat 5.78 pmol/l. Erroneous results were reported, the laboratory did not receive report of any problems associated with erroneous/corrected results. It was determined the cause was a clogged measuring cell and a liquid flow clean performed by the user resolved the issue.

Event description:
User receiving erratic results on multiple assays. Approximately 107 patient samples involved, eight specific examples of discrepant results were provided. Initial free t4 result 1.22 pmol/l, repeat 0.898 pmol/l. Erroneous results were reported, the laboratory did not receive report of any problems associated with erroneous/corrected results. It was determined the cause was a clogged measuring cell and a liquid flow clean performed by the user resolved the issue.

Event description:
User receiving erratic results on multiple assays. Approximately 107 patient samples involved, eight specific examples of discrepant results were provided. Initial t4 result 9.57 pmol/l, repeat 6.32 pmol/l. Erroneous results were reported, the laboratory did not receive report of any problems associated with erroneous/corrected results. It was determined the cause was a clogged measuring cell and a liquid flow clean performed by the user resolved the issue.